Event description:
It was reported the lead was explanted and replaced due to high atrial impedance. The doctor reprogrammed the device to vvi, however, the patient complained of fatigue. Further examination indicated the vvi pacing caused the patient to develop pacemaker syndrome. The atrial lead was explanted and replaced. The lead was returned to the manufacturer and tested out of specification during analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead returned in segments and analyzed.